Event description:
It was reported that the patient's heart rate was in the 30 beats per minute range. It was also reported that within approximately two months of implant, the device had no pacing and could not be interrogated. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. High current drain was confirmed. The no output and telemetry condition was the result of a solder bridge short internal to an integrated circuit.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 690r32 heart ring, (B)(6) 2014. (B)(4).